Manufacturer narrative:
(B)(4). On (B)(6) 2014, patient was taken to the hospital where they passed away due to a massive heart attack. Prior to death, the patient performed continuous ambulatory peritoneal and had an unknown infection. The type of infection and cause was not reported. No autopsy was performed. This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if the patient was performing peritoneal dialysis (pd) therapy until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be...